Event description:
On (B)(6) 2010, the pt reported e6 (mechanical) error was displayed on the infusion device this morning. She stated she changed the battery and e6 recurred. She began the change cartridge procedure and noticed the piston rod was not moving and the infusion device was making an abnormal noise. She attempted to insert the insulin cartridge but was unable to do so and a small amount of insulin spilled into the cartridge compartment. She dried the insulin from the cartridge compartment. To troubleshoot, the pt was instructed to begin the change cartridge procedure. She stated the piston rod was not moving and the device was making an abnormal noise and e10 (cartridge) error was displayed. She was instructed to change the battery and she attempted the change cartridge process. After a few minutes, the piston rod began to retract and the infusion device made an abnormal noise and e10 was displayed. She stated the plunger of the insulin cartridge was not stuck to the piston rod. Her blood glucose was elevated to 298 mg/dl. Her normal blood glucose level is 100 mg/dl. She switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.